Event description:
The cta angiogram showed 100% cervical left internal carotid artery (ica) occlusion with a dissection. Five stents were placed covering the cavernous; petrous and cervical segments of the stenosed and dissected ica. Immediately post procedure the patient was following commands. The patient's neurological function deteriorated. A CT scan showed a left intercerebral hemorrhage and intraventricular hemorrhages with a midline shift. The patient was started on mannitol. The patient remains intubated; comatose and breathing with a ventilator.

Event description:
The cta angiogram showed 100% cervical left internal carotid artery (ica) occlusion with a dissection. Five stents were placed covering the cavernous; petrous and cervical segments of the stenosed and dissected ica. Immediately post procedure the patient was following commands. The patient's neurological function deteriorated. A CT scan showed a left intercerebral hemorrhage and intraventricular hemorrhages with a midline shift. The patient was started on mannitol. The patient remains intubated; comatose and breathing with a ventilator.

Manufacturer narrative:
Product remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Hemorrhage and patient complications are known and anticipated complications to these types of procedures and are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The cta angiogram showed 100% cervical left internal carotid artery (ica) occlusion with a dissection. Five stents were placed covering the cavernous; petrous and cervical segments of the stenosed and dissected ica. Immediately post procedure the patient was following commands. The patient's neurological function deteriorated. A CT scan showed a left intercerebral hemorrhage and intraventricular hemorrhages with a midline shift. The patient was started on mannitol. The patient remains intubated; comatose and breathing with a ventilator.